Manufacturer narrative:
Continuation of d10: 459888 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s home health staff that the patient¿s heart rate was in the thirties for an extended period of time, which was below the programmed lower rate of the cardiac resynchronization therapy pacemaker (crt-p). The crt-p remains in use. No further patient complications have been reported as a result of this event.